Event description:
Event description guidant received information that these chronic epicardial leads displayed varying shocking impedances, many which were out of range. No inappropriate shocks were delivered. An invasive procedure to investigate was planned.